Manufacturer narrative:
Date rec¿d by MFR : 21aug2019, date of report : 27aug2019. Repair information was confirmed. The manufacturer's field service engineer (fse) performed troubleshooting. The reported issue was not duplicated. The fse replaced the touch screen as a precaution. After this repair, the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 28oct2019. Date of report: 31oct2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed. The touch screen assembly was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed no failures of the touch screen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12aug2019.

Event description:
The customer reported that a sales representative attempted to perform touch panel calibration but the unit failed. It was reported that the touch position on the touch panel is misaligned. There was no patient involvement.